Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a csf leak following initial implant surgery. Postoperative fluid, drainage, and crusting were noted. The surgeon recommended the recipient apply ointment (vaseline, a&d, aquaphor) 2¿3 times daily. The recipient is healing well.

Manufacturer narrative:
Additional information: section d.1, d.4, d.6a, d.6b, h.4, h.6, h.10. Advanced bionics considers the investigation into this reportable event as closed. A MRI of the brain was unremarkable. The surgery time was extended due to the cerebrospinal fluid leak. The recipient has reportedly healed following the surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.